Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2022. After connecting the atrial lead, the implantable cardioverter defibrillator (ICD) had no sensing and high pacing impedance which was due to contact spring dislodgement in the atrial port of the header. The device was not implanted. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of an obstruction in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was observed to have been dislodged inside the lead bore, which is believed to have caused the reported event of sensing and impedance anomaly.

Manufacturer narrative:
The reported event of an obstruction in the right atrial lead bore was confirmed. Upon receipt the atrial contact spring was observed to have been dislodged inside the lead bore, which is believed to have caused the reported event of sensing and impedance anomaly.